Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2018.

Manufacturer narrative:
On 2/15/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage. The device history record was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/20/2018, mentor received additional information regarding this event. The lot/serial number of the device is (B)(4), and the actual date of implant was (B)(6) 2004. Additionally, on 4/16/2018, additional information regarding the initial reporter¿s account was received. Manufacturer¿s reference number: (B)(4).